Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan to report the one touch ultramini meter was giving inaccurately high readings and that she had an issue setting the meter's date and time. The sr. Medical surveillance specialist contacted the patient to obtain and verify information; however was unable to reach her by telephone. On (B)(6) 2011, the smss mailed a letter requesting the patient contact medical surveillance. On (B)(6) 2011 between 6:55 pm and 9:35 pm, the patient obtained the blood glucose readings of 270 mg/dl, 253 mg/dl and 211 mg/dl on the reported meter, which she alleged were inaccurately high compared to her expected values. At that time, the patient experienced no symptoms of high or low blood glucose levels. The patient followed her usual diabetes routine; she takes no diabetes medications. The patient also reported an issue setting the date and time on the reported meter. On (B)(6) 2011 the patient went to the emergency room where her blood glucose level was tested to be 450 mg/dl, and she was treated with insulin. It would have been helpful to determine the patient's meter readings on (B)(6) 2011, the date/time setting on the meter on that day, if the patient experienced any symptoms on that day, why the patient went to the emergency room, and her expected values. Troubleshooting revealed the patient had programmed the meter with the incorrect calibration code number for the lot of test strips in use, which can cause inaccurate readings. The date/time issue was resolved with patient education. The meter, test strips and control solution were replaced. It is unknown what the patient's meter readings were and what actions were taken on the day of the emergency room visit. The patient allegedly had an elevated blood glucose level, received emergency medical attention and treatment with insulin, while using the reported meter. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510k#: k061118.